Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2016, the customer received the following results on the aviva system within 10 minutes: 334 mg/dl and 126 mg/dl. On (B)(6) 2016, the customer received the following results on the aviva system within 10 minutes: 385 mg/dl, 117 mg/dl, and 251 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.